Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04) ¿ rasp. Visual examination of the returned product identified broach cutting teeth are dull and worn. Nicks and scratches are noted from previous uses. Post is confirmed to be fractured away from the rasp. Post shows galling and gouges from use. No other damage was noted. The complaint is confirmed based on the returned, fractured device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the neck of the broach broke while broaching the femur. There was no harm or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.